Event description:
On 28 may 2024 leica biosystems was informed that on (B)(6) 2024 2during the routine operation of the device, a laboratory technician sustained an injury to her left middle finger. The customer stated that the injury occurred while the technician removed a sample block from the block holder of the device. At this time the handwheel lock had been engaged but the blade guard did not cover the microtome blade. This caused the finger of the technician to come into contact with the microtome blade, causing the injury. The technician was seen by a physician and treated with liquid glue and steri-strips on the day of the incident. She returned to work the following day.

Event description:
The leica biosystems (lbs) manufacturer conducted an investigation of this event with support from the leica field application specialist. It was concluded on 22 july 2024, that the device did contribute to the incident reported. According to the leica field service engineer who examined the device at the customer site, the springs in the cassette holder were harder to compress than normal. This necessitated the user to employ excessive force while removing the cassette from the cassette holder. While the blade guard should have been employed to cover the blade during the removal of the cassette from the cassette holder, the higher than usual force employed during this process increased the force with which the user's finger came into contact with the uncovered blade, thereby exacerbating the injury to the user's finger. During the service visit, the cassette clamp of the instrument was replaced with a new universal cassette clamp. The knife holder was also adjusted, and the microtome mechanism cleaned and lubricated. After testing the functionality of the device according to the service manual and the preventive maintenance checklist, the device was returned to regular use.